Event description:
The customer contacted stryker to report that their device was unable to pick up impedance. As a result, defibrillation therapy may have been unavailable, if needed. There was no patient involvement in this event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and was but unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A review of the software log was completed but the issue could not be confirmed. The device was not returned to stryker for investigation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to pick up impedance. As a result, defibrillation therapy may have been unavailable, if needed. There was no patient involvement in this event.